Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred intermittently after the user filled the cartridge with 120 units of insulin during the load sequence. Subsequently, a cartridge change error message occurred during the load process. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 178mg/dl.